Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, heavy rain and moisture permeated the outer plastic wrap of the cardiac resynchronization therapy defibrillator (crt-d), partially absorbing into the white label. The device was not used and there was no patient involvement.